Manufacturer narrative:
Additional information was added to d9, h3, and h6. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the dialysate connector behind the thread and the sealing side of the dialysate connector were damaged. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming, one unit of revaclear 300 had an external fluid leakage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.